Event description:
The reporter stated that the surgeon inserted an aq2010v 3 piece silicone lens. The lens tore during insertion into the eye. The incision was enlarged to remove the lens. No suture was required to close the wound. Surgery was completed with another lens.